Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On 25jul2025 from 12:31:32-13:22:38, the log file captured multiple no external power alarms due to losses of external power while connected to the mobile power unit (mpu). The alarms resolved each time power was restored to the mpu. The backup battery supported the system without issue during these events. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted having ongoing low voltage hazard alarms despite trying different combinations of their batteries and battery clips. The patient reported no alarms while using their mobile power unit (mpu). The no external power alarms were noted to be from when they we transferred from home in ems to the emergency room for assessment. The log files were reviewed and contained clusters of loss of external power events while connected to the mpu. The low voltage hazard events seen in the log file were the result of the mpu suddenly losing power. The system controller did appropriately switch to the emergency backup battery (ebb) when external power was lost. These appeared to resolve once external power was completely restored. The pump was operating as intended. Intermittent alarms were occurring on battery power so the battery clips were replaced. The cause of the alarm was not identified. The patient was admitted. Different combinations of batteries and battery clips were tested. It was reported by the patient that the low voltage hazards occurred while connected to battery though log file review indicated this occurred on the mpu. It was thought maybe this could be while the patient was switching to battery power but was still connected to the mpu. The battery clips were exchanged and they had not reported further alarms. Exchanging the battery clips resolved the alarms so far. The mpu had a v-lock connector on the ac power cord. The patient denied the ac power cord coming loose. There were no environmental factors at that time that would have affected ac power. The mpu was not removed from service.